Event description:
While in use on a pt the 840 ventilator stopped cycling. The unit alarmed as expected and the respiratory therapist successfully removed the pt from the device and placed them on another ventilator. There was no report of any pt harm or injury. The nellcor puritan bennett customer support engineer (cse) verified the "vent inop" error codes in memory and replaced the corresponding components.